Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: device 1: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was some evidence of blood on the delivery device, inside of the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was located inside of the delivery device tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for failure to deploy. Device 2: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside of the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was located inside of the delivery device tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for failure to deploy. (B)(4).